Event description:
It was reported that the footswitch cable caused the generator to alarm wtih error 6 "footswitch error" several times during case. The caller did not have details of procedure type. The case was completed with no pt consequence. The footswitch cable is the "black" type.